Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep retrieved the error log files, and checked the video and pilot cable resistance, and the connections as well as checked the battery voltage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a blank screen during fluoroscopic x-ray. No pt injury was reported.